Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that the sx mpp gel 225cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear measuring approximately 8.1 cm was found within the siltex cracking. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device photo received on april 27, 2021. Device evaluation completed on april 28, 2021: upon visual evaluation of the image provided in the complaint, the implant is inside the bag was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with mentor memorygel, 225cc silicone breast implant, experienced left sided rupture post procedure. The ultrasound examination confirmed the issue. As a result, patient had the device replaced with another unknown mentor implant on (B)(6) 2021.